Manufacturer narrative:
The patient identifier is marked as "ni" because the patient's information is unavailable.

Event description:
Per complaint (B)(4), a patient experienced discomfort with their dental implant. The patient presented in-clinic with the implant in their hand. Delayed healing and inhalation were also reported.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated d10 for device return date, g1-g2 for follow-up report submitter and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes.